Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot over the phone. Upon further troubleshooting over the phone, the customer found that pin on the reference (ref) electrode had become detached, causing poor connection and reading. The cause of the failure was identified as the damaged ref electrode. The customer replaced the ref electrode to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining three (3) questionable patient results for complete metabolic panel (cmp) ise (ion selective electrode) patient results which include sodium (na), potassium, chloride (cl) and carbon dioxide (co2) with low anion gap (agap) involving the dxc 500 au chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.